Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned that the user experienced bacteriuria, pain, hematuria, bladder cancer, bladder perforation, incontinence, epididymitis, catheter blockage, leakage, accidental removal, retained fragments from catheter, bladder stones when they were asked about the complications while using the 3-way delinotte 30cc hydrogel coated prostatic catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿over exposure to chlorination during latex processing and over exposure to ozone resulting in product degradation¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product catalog number is unknown, the patient provided product catalogue number 1861h(18-24). The 1861h(18-24) share the same IFU. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.

Event description:
It was reported that the survey respondent mentioned that the user experienced bacteriuria, pain, hematuria, bladder cancer, bladder perforation, incontinence, epididymitis, catheter blockage, leakage, accidental removal, retained fragments from catheter, bladder stones when they were asked about the complications while using the 3-way delinotte 30cc hydrogel coated prostatic catheter. No medical intervention required.